Manufacturer narrative:
Batch review performed on 07 april 2026 gmk-sphere 02.12.0511fl gmk-sphere tibial insert - flex s5l: 11 mm (k140826), lot 1811463: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 06-mar-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 years from the primary, the patient came in due to signs of infection and the cause is unknown. The surgeon performed a washout and I&d, then revised the 11 mm insert to a 14 mm insert at his discretion. The surgery was completed successfully.